Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic conducted a post market clinical follow-up (pmcf) survey to seek out potential new risks and assess performance of the reliant device. The exact size of the device is unknown. Survey results from an interventional cardiologist in practice 8 years, who has used the reliant device for expansion of vascular prostheses 400 times in total of which 200 of those times were in the last 12 months. For the temporary occlusion of large vessels it was used 800 times in total of which 400 times were in the last 12 months. During use of the reliant for expansion of vascular prostheses (assisting in the expansion of self-expanding stent grafts) the following complications were encountered: entry site hematoma, hemorrhage, inability to inflate/deflate balloon. The physician found the entry site haematoma events very concerning, somewhat concerning and not all concerning. The hemorrhage events very concerning, somewhat concerning and not at all concerning. The inability to inflate/deflate balloon very concerning, somewhat concerning and not all concerning. All of the events were reported to be related to the device on at least one occasion each. During use of the reliant for temporary occlusion of large vessels, the following complications were encountered; vessel perforation or dissection. The physician found these events very concerning, somewhat concerning and not all concerning. These events were deemed to be related to the device on at least one occasion. Of the above complications reported, some of these are listed as having been reported to medtronic previously. Due to limited information these are included in reporting. No further information has or will be provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.